Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg had to be charged more frequently and was not getting a full charge. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted ipg was discarded by the hospital.